Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that with the instrument with lot 7755478 it is possible to cut under tension. It was also reported that an instrument with lot 8612713 cannot be used properly. This was noticed before surgery and there was no specific patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It is believed this complaint is reported to field safety notice: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This first instrument of the two received from the same customer is a ¿first generation¿ application instrument and shows some marks on its moving parts which indicate a limited use of the device. No screws are loose or other damages are identified. As per the complaint description; ¿the customer complains about the instruments with lot# 7755478 it is possible to cut under tension¿. The health hazard evaluation and quality review board meetings determined that the first generation instrument does not require an exchange to the next generation because the use of the application instrument is safe when the user follows the technique guide instructions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.